Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced abdominal pain and sepsis. On an unreported date, the pt was hospitalized for the events. Treatment was not reported. At the time of this report, pd therapy was ongoing. Additional information was requested but was not available.